Event description:
During procedure tip of head extracter instrument broke off during use. Surgeon stated the broken tip was found and removed from the surgical site. The pinnacle liner removal tool bent and broke into 2 pieces when removing liner. Depuy synthes, (B)(4), lot number nw193116.